Event description:
Per the clinic, the patient experienced atypical sound percepts, pain and some sort of "electric shocks" with device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.